Event description:
It was reported that during a coronary artery drug eluting stent treatment procedure, stent damage occurred. The physician attempted to treat a calcified, 99% stenosed lesion in the moderately tortuous lad (left anterior descending) artery with a 3.00x16mm taxus express2 drug eluting stent. The stent delivery system was unable to cross the lesion. It was noted "the distal part of the stent got lifted". The procedure was completed with another of the same device. There was no reported patient complications. The patient status is listed as "good".